Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button anomaly. The customer¿s blood glucose level was unknown. The customer stated that all the buttons of the insulin pump were unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Keypad unresponsive or button error alarm not found during testing. Device passed the self test and the displacement test. (B)(4).